Event description:
It is reported that the device was implanted in late 2005. Post-op, in late 2007, x-ray show that the hinge pin within the device has started to disengage. Revision surgery is being scheduled.

Manufacturer narrative:
Device used: catalog #32810506301, coonrad/morrey total elbow interchangeable ulnar assembly, lot#77071300. This type of situation may occur due to the fatigue caused by the activity level of the patient. No product was returned for review. The device history is intact and indicates that the part was manufactured and inspected per specification. The exact cause analysis can not be determined with certainty. No product was returned. Review of the deice history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.